Event description:
Surgeon reported a pt with an overcorrection in the right eye following refractive surgery. At approx 3.5 mos post-op, this pt was overcorrected by +1.00 diopter in the right eye. Bcva remained the same a pre-op, 20/20, and ucva improved from 20/cf to 20/20.

Manufacturer narrative:
The investigation, including root cause determinations is in progress.